Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state due to the unrelated surgery the patient reported having. The service application condition was a result of the device having an msp reset during the unrelated surgery and the subsequent reset of the processor was due to the power on reset that occurred on (B)(6) 2021 the day of the explant procedure. There is sufficient guidance noted in the clinicians manual regarding use of electro surgery devices.

Event description:
Additional information received indicates that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Correction:: section e1: initial reporter name corrected.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery on (B)(6) 2020 and it is unknown if the ipg was placed into surgery mode. Manufacturer's representative was unable to recover the ipg using clinician programmer. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Corrected data: section h6- the conclusion code should have been cause traced to device design (12) rather than known inherent risk of the device (22).